Event description:
The healthcare professional reported that aspiration was not working during the vitrectomy surgery and the new cutter was used but same issue occurred with second cutter. The procedure was successfully performed using manual aspiration by the surgeon. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).